Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Pt was myopic preoperatively and has the same ametropia after surgery. The surgeon reported the pt is satisfied with his glasses. Additional info has been requested.